Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device lot number corrected from 17419545 to 17113620. Device expiration date corrected from 12/01/2015 to 06/04/2015. Device manufactured date corrected from 11/03/2014 to 07/21/2014 device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the centre of the stent were badly distorted and misaligned. This damage was consistent with the stent meeting an obstruction. The distal and proximal region of the stent was undamaged. The od at both positions was verified to be within specification. Additionally, the stent crimp settings were reviewed and met the requirements. The balloon was visually and microscopically examined and no issues were noted with its profiles. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and microscopic examination found that the distal and proximal inner were both kinked and accordioned at several locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. An attempt was made to insert a 0.014in guidewire however due to the condition of the returned device this was not possible. The tuohy borst involved in this complaint incident was not received for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 38 x 3.00 promus premier¿ drug eluting stent was selected to treat the lesion. While the device was loaded on the wire and was being advanced into the tuohy, it was noted that the center segment of the stent was "crinkled" and was unable to advance further into the patient's body. The physician pulled the stent out and completed the procedure with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 38 x 3.00 promus premier¿ drug eluting stent was selected to treat the lesion. While the device was loaded on the wire and was being advanced into the touhy, it was noted that the center segment of the stent was "crinkled" and was unable to advance further into the patient's body. The physician pulled the stent out and completed the procedure with another of the same device. No patient complications were reported.